Event description:
Caller tested 4.4 inr, 4.2 inr, and 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller tested 4.4 inr, 4.2 inr, and 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.